Manufacturer narrative:
Medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the 60 ml bd¿ syringe with bd luer-lok¿ tip had a brown substance either inside the syringe or inside the plastic. The dose was dispensed to the patient, however, it was caught by nursing. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: no batch number was provided for DHR/qn review. Sample provided had brown embedded foreign matter in the plastic of the syringe barrel. Investigation conclusion: confirmed: bd was able to confirm the reported defect. Embedded fm can occur at the startup of the injection molding process. Solidified resin within the mold and molding press may become discolored or degraded when reheated.